Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an as50 syringe infusion pump experienced a m009015 (master processor) alarm. This issue was identified during setup when the pump was turned on. There was no patient involvement. No additional information is available.